Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump screen developed a crack in the lower right corner while the device remained fully operational, and a replacement pump was arranged with user guidance provided on shutdown, data sync, return shipping, and start-up of the replacement. Symptoms included no reported adverse clinical effects and blood glucose remained stable at 122 mg/dl. Outcomes included no injury, no medical intervention, and continued therapy using cgm as normal until replacement arrival. Investigation included review of user report, troubleshooting and education, and logistical coordination for device replacement and return. Investigation of this case revealed a damaged display consistent with a screen crack, with no associated alerts or alarms and no impact to pump function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display with no device malfunction.